Event description:
The customer reported via phone call that the insulin pump was not functional. The customer reported the numbers were accelerating when attempting to bolus. Customer also reported their insulin pump shutting down on them on (B)(6) 2015. The customer reported being hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose rose to 1300 mg/dl during the time of their hospitalization. The customer was currently hospitalized at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.